Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that leaking at the top of the texium bonded syringe.

Manufacturer narrative:
It was reported by customer that leaking at the top of the texium bonded syringe. One photo was received for quality evaluation. Review of the photo submitted by the customer shows a texium connector is connected to a syringe and has a safety cap at the end of the texium connector. The photo provided does not show an active leak at the end of the texium connector. The customer complaint cannot be verified based on the photo provided. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.